Event description:
It was reported that a malfunction occurred on a pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information for resetting the pump and assisted with the reset, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.